Event description:
It was reported that a patient was seen with high impedance after having recently undergone generator replacement. The patient's impedance was reported to be within normal limits on the date of replacement. X-rays for the patient were received and reviewed. The lead pin cannot be observed past the second connector block indicating and incomplete lead pin insertion. No relevant surgical intervention has occurred to date. No other relevant information is available to date.